Event description:
A mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip xt was inserted and deployed on the mitral valve. A second mitraclip xt was then inserted. However, while attempting to place the clip, a leaflet peroration occurred. Therefore, the second clip was removed from the patient. Imaging was performed and revealed a hole in the lateral side of the leaflet. The procedure was discontinued. The mr remained at 4. A balloon pump was placed and the patient was transferred for mitral valve replacement surgery.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported appears to be due to the second clip that was attempted to be implanted. Tissue damage/injury and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.